Event description:
The customer reported obtaining falsely high specific gravity results for 201 patient samples involving the au680 clinical chemistry analyzer. The customer repeated the samples on an alternate analyzer and obtained lower and expected results for these samples. The erroneous high specific gravity results were reported outside the laboratory and corrected reports were issued. There has been no report of change to patient treatment. Quality control (qc) was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
Field service engineer (fse) was dispatched and evaluated the au680 clinical chemistry analyzer. Fse observed splashing around the cuvette and investigated the wash station. When the wash station was eliminated as cause, fse identified a torn diaphragm in the vacuum pump. Defective vacuum pump would allow the wash nozzles to splash over the cuvettes and impact test results. Fse replaced the pump. This resolved the issue. No further issues have been reported.